Event description:
It was reported that an asymptomatic patient presented in clinic for scheduled follow up. Upon interrogation high ventricular rate episodes were noted. The right ventricular lead exhibited noise. All the lead measurements were within normal range. The noise was not reproducible in clinic. Programming changes were made. The patient was in a stable condition before, during and after the device interrogation.